Manufacturer narrative:
Final cuff analysis indicated no leaks were found and the cuff performed within specs. Should add'l info become available regarding this surgery, it will be reevaluated and a f/u report will be sent.

Event description:
It was reported the pt had an action neosphincter device implanted; specific surgery date was not provided. On (B)(6) 2011, the cuff component was returned to the MFR. The explant date was not provided. The reported reason for the explant was due to pt dissatisfaction and the device was "non-functional".